Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the nurse that a crack was identified in the coil of the cadd administration set, which may have resulted in the patient receiving only approximately half of the prescribed vancomycin dose. The nursing staff had previously replaced the cadd administration set on (B)(6) 2026. On (B)(6) 2026, leakage from the line was observed. Upon identification of the leak, the administration set was replaced by the nursing staff. However, the patient returned to the stu due to continued leakage from the cadd bag. Upon further assessment, a crack was confirmed in the coil of the cadd administration set. It was determined that the compromised line may have resulted in partial delivery of the prescribed vancomycin dose. The event involved the patient; however, no harm was reported.